Manufacturer narrative:
Date of event: estimated as the aware date since unknown. Implant date: estimated since unknown.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. A few weeks post implant, the patient was taken off blood thinners. The patient then experienced a stroke. No further information is available at this time.